Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that they injected a patients chin with one syringe of an unknown juvéderm® volux¿ xc. The patient experienced a vascular occlusion in which a guided ultrasound was performed and patient was treated with 19 vials of hylenex. The patient went to an ER who did nothing. There was a slight capillary refill. The injector sent the patient to the hyperbaric chamber but was not sure how things went. There was no additional information provided.